Manufacturer narrative:
Continuation of d10: product ID 39565-65. Serial# (B)(6). Implanted: (B)(6) 2013: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had increased pain and tried increasing stimulation with no results. The patient denied any falls or motor vehicle accidents. Impedances showed on all contacts except 10, 11 and 12. The patient was referred to hcp for consult on full system replacement. Patient had not yet made an appointment.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, lot# serial# (B)(6), implanted: (B)(6) 2013, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 07-aug-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt had been complaining that the stimulation was no longer working and it had been that way for months. The rep met with the pt and checked impedances. All contacts were high (>32,000 ohms) except for contacts 10-12. The stimulation was turned off and the rep referring the pt to their managing doctor to discuss full system replacement. No symptoms reported.